Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that this bedside monitor (bsm) is displaying incorrect nibp readings. They said that the staff noticed that this bedside nibp seems to be wrong after they calculated the nibp and compared it to another bedside. No harm or injury occurred.

Manufacturer narrative:
Details: the customer reported that this bedside monitor (bsm) is displaying incorrect nibp readings. They said that the staff noticed that this bedside nibp seems to be wrong after they calculated the nibp and compared it to another bedside. No harm or injury occurred. Investigation summary: nibp failure is caused by a number of reasons. Examples of failure include: 1) device damage/broken components a. Damaged buttons on control panel b. Broken red nibp socket c. Physical damage impacting internal components (pump, dpu, power bd, digital bd) 2) incompatible cuff/hose 3) wear and tear of the nibp components a. Nibp circuit failure b. Pump failure c. Stuck solenoid 4) use error such as a. Cuff is wrapped too tightly or loosely b. Hose or line not connected properly c. Bent hose d. Nibp is performed concurrently with ibp measurement 5) patient conditions such as a. Body movement b. Arrhythmia c. Under spinal anethesia d. During CPR e. Pulse wave is not detectable. This nibp failure is attributable to device damage, use error, and or patient condition. No tendency of failure was observed. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b d10 f1 - f14 g4 device bla number g7 h7 h9 the following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 attempt #1 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. An "unknown" answer was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni additional information: b4 g3 g6 h2 h6 h6 h10.

Event description:
The customer reported that this bedside monitor (bsm) is displaying incorrect nibp readings. They said that the staff noticed that this bedside nibp seems to be wrong after they calculated the nibp and compared it to another bedside. No harm or injury occurred.

Manufacturer narrative:
Details: the customer reported that this bedside monitor (bsm) is displaying incorrect nibp readings. They said that the staff noticed that this bedside nibp seems to be wrong after they calculated the nibp and compared it to another bedside. No harm or injury occurred. Investigation summary: nibp failure is caused by a number of reasons. Examples of failure include: 1) device damage/broken components a. Damaged buttons on control panel b. Broken red nibp socket c. Physical damage impacting internal components (pump, dpu, power bd, digital bd) 2) incompatible cuff/hose 3) wear and tear of the nibp components a. Nibp circuit failure b. Pump failure c. Stuck solenoid 4) use error such as a. Cuff is wrapped too tightly or loosely b. Hose or line not connected properly c. Bent hose d. Nibp is performed concurrently with ibp measurement 5) patient conditions such as a. Body movement b. Arrhythmia c. Under spinal anethesia d. During CPR e. Pulse wave is not detectable. This nibp failure is attributable to device damage, use error, and or patient condition. No tendency of failure was observed. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b d10 f1 - f14 g4 device bla number g5 g7 h7 h9 the following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 attempt #1 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. An "unknown" answer was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H10 additional manufacturer narrative h11 corrected data corrected information: report number: it has been discovered that the initial MDR report was sent with the incorrect year of 2021. This is to notify that the correct year should be 2022. (Note: the year in the actual field has not been changed.)

Event description:
The customer reported that this bedside monitor (bsm) is displaying incorrect nibp readings. They said that the staff noticed that this bedside nibp seems to be wrong after they calculated the nibp and compared it to another bedside. No harm or injury occurred.